Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited oversensing, noise, under/no sensing and was confirmed to be dislodged as x-ray showed that slack on the ra lead was pulled back. It was also reported that right ventricular (rv) his-bundle lead exhibited undersensing of some depleted r-waves and  x-ray indicated possible micro dislodgement of the his-bundle lead as slack tightened across the valve. It was also reported that upon increasing sensitivity, oversensing and double counting of t-wave were noted on the rv his- bundle lead. The ra lead remains in use. The rvhis-bundle lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.